Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited oversensing and the patient had received inappropriate high voltage therapy. The left ventricular lead exhibited high thresholds. Both the leads were capped and replaced. The patient's condition before, during and post procedure was stable.